Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the collimator and performed a beam alignment in all three modes. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an error message. No patient injury was reported.